Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was seen in clinic after receiving a vibratory alert. Interrogation revealed atrial lead noise. The noise could be reproduced through isometrics. Device reprogramming was performed and the patient was in good condition.